Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezk0913 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the position near the end of the catheter was found to be cracked when preflushing the catheter after opening the package. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the catheter is confirmed, but although a mechanism for the damage is apparent, the time at which it occurred and therefore the cause cannot be definitely determined. The device returned is one 4 fr groshong nxt clearvue PICC catheter with indwelling stylet, end cap, and the connector assembly. Visual observation found that the stylet was within the catheter and the catheter was pushed up only partially onto the flushing adaptor of the stylet. There was a slight bend in the stylet at the end of the flushing adaptor blunt. A crack was found just distal to this point, but it was found that the catheter could be moved over the blunt sufficiently so as to place the crack over the blunt. The crack was nearly straight and nearly horizontal. The sheen of the area on either side of the crack as viewed from the inside was noticeably duller. Considering also the bend in the stylet at the tip of the stylet cannula, the crack appears to have arisen from rubbing of the flushing stylet cannula tip against the inside of the catheter. However, it is not known at what point this rubbing occurred, and therefore the cause is unknown. The IFU states the following: ¿examine the package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. Flush the catheter with sterile normal saline prior to use. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the device if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture, fragmentation and possible embolism and surgical removal.¿ a lot history review (lhr) of rezk0913 showed no other similar product complaint(s) from this lot number."

Event description:
It was reported by the nurse that the position near the end of the catheter was found to be cracked when preflushing the catheter after opening the package. There was no reported patient injury.